Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient did not expect to have so much catheter volumes this morning since she voided so much (B)(6). The issue reported was not resolved at the time of this report. No further patient complications have been reported as a result of this event in the event description.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.